Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that 6 days later, the patient experienced a cold leg and a right limb occlusion was verified. A fem-fem bypass was successfully carried out on the same day and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the right limb occlusion could not be determined from the images provided. Pre-implant CT¿s revealed that the patient had a 50mm max diameter thrombus filled aaa and a 57mm diameter aneurysmal right common iliac artery. The proximal neck ranged in diameter from ~22 ¿ 21mm along the 10mm length neck. The neck contained moderate irregular thrombus, mild calcification, and was essentially straight. The aaa also contained irregular thrombus; 3cm average flow lumen diameter. The common iliac arteries were mildly tortuous; bilaterally. The rcia was entirely aneurysmal and contained thrombus which ranged from ~14 ¿ 27 ¿ 13mm in flow lumen diameter. The right external was extensively calcified, contained thrombus, and ranged in flow lumen diameter from 8 ¿ 10mm along the proximal 4cm length. The lcia was less diseased than the right ranging in flow lumen diameter from 13 ¿ 8mm, and the access vessel diameters measured ~11mm; bilaterally. Angiograms returned during implant revealed that the bifurcate ipsi limb was deployed into the aneurysmal rcia, and that an additional endurant iliac limb had been implanted into the right external iliac artery extending 4 ¿ 5 cm beyond the distal end of the bifurcate ipsi limb. The distal limb was mildly angulated and a slight area of stent graft compression to ~6mm flow lumen diameter was seen near the right internal iliac bifurcation ~2cm above the distal end of the right limb extension; the distal od of the right limb within the reia measured ~9mm. On the left side, the contra limb had been implanted into the gate overlapping to the level of the flow divider, and was positioned distally into the left common iliac artery; the right limb distal od measured ~14mm. Final angio injection showed no clear endoleak and bilaterally patent limbs. Images showing the reported occlusion event reported 1-week post-implant were not available. It is possible that placement of the right limb extension into the calcified right external iliac artery may have contributed to the occlusion. Other that the slight stent graft narrowing to ~6mm flow lumen diameter observed at implant near the right internal iliac bifurcation; analysis of the returned films did not reveal any other stent graft or anatomical characteristics that could explain the reported event. It is unclear if the patient¿s pre-existing irregular thrombus may have been a factor. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.